Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the flow sensor assembly was observed. The technician observed a tube was disconnected from the sensor board. The device's tube was reconnected and flow sensor assembly was replaced to address the issues.